Event description:
Boston scientific received information that the patient complained about pocket stimulation. Furthermore, x-ray confirmed that the right atrial (ra) lead was dislodged. The lead was repositioned successfully thereafter. The patient was monitored and normal parameters were observed. The patient had another follow up and complained about pain around the implant site. The physician confirmed that the patient got pocket infection and was prescribed with antibiotics. The ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.